Event description:
The international customer reported the ventilator alarmed vent inop due to air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
.